Manufacturer narrative:
The subject device is not available for evaluation as it was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 3300tfx29mm valve was explanted from the aortic position after an implant duration of two (2) years and eleven (11) months due to paravalvular leak (pvl). As reported, the bentall procedure had failed and the patient underwent reoperation for pvl and pseudoaneurysm of the aortic root. The valve was noted as to be ok and had nothing to be with the re-operation. A non-edwards valve was implanted in replacement.

Manufacturer narrative:
Updated a2, a3, b5, g3 and h6 per new information received.

Event description:
Edwards received notification that a 3300tfx29mm valve implanted in a bentall procedure in the aortic position was explanted after an implant duration of two (2) years and eleven (11) months due to a leak secondary to valve/graft dehiscence. Reportedly, the patient had a pseudoaneurysm of the aortic root. Bentall procedure had failed reason why the patient underwent reoperation. The patient experienced heart failure symptoms before valve replacement. As per medical opinion, the leak was a direct result of the valve/graft disconnecting from the annulus. The valve was noted as to be ok and had nothing to do with the re-operation. A non-edwards valve was implanted in replacement. The patient was noted as to be discharged.

Manufacturer narrative:
H10: additional narrative. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. In this case, a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.